Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
It was reported by the patient that an infection had occurred. It was further reported that the patient developed tenderness, erythema, fever and chills. The device and leads were removed and replaced. No further patient complications have been reported as a result of this event.